Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could not be confirmed. A patency test with a device compatible guide wire was performed without issue and the guide wire lumen could be flushed. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Improper flushing of the device may be a potential contributing factor for this type of event. Furthermore, a hydrophilic-coated guide wire can become stuck in the delivery system if not kept wet throughout use. In this case, a device compatible non-hydrophilic guide wire was used. No device deficiency could be identified which may have led to the reported failure to advance the guide wire through the system. On the basis of the sample evaluation, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The reported application represents an off-label use of the device. The device is not indicated for treatment of stenosed iliac stents. The device is indicated for treatment of femoral and iliac arteries.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stenting procedure for the treatment of bilateral stenosed iliac stents, the guide wire could not be advanced through the guide wire lumen. Another device was used to complete the procedure. There was no patient involvement.